Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The defective response button problem on the monitor was confirmed. The response buttons on the monitor would intermittently stick. The root cause of the defective response button has not been determined to this date. The monitor was repaired. It was then retested and restocked. No adverse event resulted from the faulty response button. The patient received a replacement monitor.

Event description:
A male contacted lifecor customer support to report that after showering he placed his lifevest back on and it immediately started alarming. He pressed the response buttons and the device continued to alarm. The screen stated "analyzing" and the response buttons were red. He said that he was afraid that he would be shocked so he removed the battery. Support sent the patient a replacement monitor.